Manufacturer narrative:
Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4). Investigation results: a wallflex biliary stent and delivery system were received for evaluation. A visual and tactile examination of the returned device found that the stent was partially deployed and that the inner and outer sheaths were kinked. These damages were consisted with the application of excessive force. It was possible to manually deploy the device after dissecting the device. No other issues were identified during the product analysis. Device analysis determined that the condition of the returned device was consistent with the complaint incident. The cause of the damage noted during the analysis was likely due to procedural or anatomical factors encountered during the procedure such as tortuous anatomy or maneuvering of the device. Therefore, the most probable root cause for this complaint is operational context.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex fc biliary stent was to be used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2016. According to the complainant, the stent was to be used to treat a fistula. During the procedure, the physician attempted to deploy the stent when the outer catheter was stuck and the stent could not be released. The fully constrained stent was removed from the patient. Another wallflex biliary stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the wallflex biliary stent was partially deployed.